Event description:
Meter name: one touch basic original. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy. A pt reported they were unable to use meter, unable to obtain a reading and called dr. Their meter allegedly had no power. The result on their meter was: unable to test. No comparison reported. No alternate test reported (i.e. Dr's meter, emergency room, etc.). Treatment was: called dr and he told pt to take a tablet. No further info has been reported.